Manufacturer narrative:
The covidien technical support engineer (tse) assisted the user facility with troubleshooting the device via phone. The tse suggested swapping liquid crystal display (lcd). There is no additional information available at this time. Covidien was not authorized to service device. Covidien ref: (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced an erratic graphical user interface (gui) display. There was no report of patient involvement. The date of the event is unknown.